Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that there was a partial explant of an 8780 catheter, a complete explant of another 8780 catheter and a pump explant on (B)(6) 2025. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the event occurred during normal use. The pump was noted to have been able to flip, until one day it stopped flipping. The patient stated therapy as not being effective. The managing physician increased dosing. At the next pump refill, there was an unnoted reservoir volume discrepancy greater than 20%. The patient was scheduled for revision surgery. On the day of the surgery, the surgeon was unable to aspirate the pump prior to making the incision and was unsuccessful immediately after making the incision, without moving the pump. Once the pump was moved, the catheter was unraveled from around the pump and the surgeon was able to successfully aspirate with the previously implanted device. The surgeon opted to replace the pump and pump segment catheter using medical judgement. The only complaint made was against the pump flipping. The facility was made aware that the pump was to be returned, but was mistakenly discarded wh en the rep was not present in the room. The pump and catheter would not be returned. The patient's weight was unknown and it was unknown what oral medications the patient was taking. Gablofen 500 mcg/ml was in the pump. The actual dose received by the patient prior to the procedure was unknown. After the procedure, the patient was started off at 50 mcg/day of simple continuous. There was successful aspiration and sutures were used to anchor the pump in the abdomen. A full priming bolus was performed. The patient's status at the time of the report was stable with an unknown response to the device revision/replacement.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type catheter pro duct ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-aug-2017, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 02-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep) that the date of the first event was unknown. The rep was notified 2025-oct-10 of the event. The issue was resolved during the procedure. The information was not confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.